Event description:
A manager of a surgical facility reported that following an intraocular lens (iol) implant procedure, the surgeon observed glistenings of the iol on a postoperative exam. There was no patient harm or reported impact. Additional information has been received from the surgeon, who reported that following an intraocular lens (iol) implant procedure, he observed diffuse precipitates, not glistenings, within the iol, that looked like bubbles.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and email. A completed questionnaire was received. (B)(4).